Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that there was no capture on the right ventricular lead and the pacing lead impedance had increased over the past year. The lead was capped (B)(6) 2018 and replaced. The patient was stable.